Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The additional reporter name is (B)(6) (rn). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with leak in iab circuit alarm and a check catheter alarm that occured during use of intra aortic balloon. User used help screen and the alarm resolved. The esp personel had also identified possible. The esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.